Event description:
It was reported that the patient, who was implanted with a non-boston scientific lead and boston scientific deep brain stimulator lead adaptor had abnormal impedance measurements. It was assessed that the abnormality was in the non-boston scientific lead extension, and therefore the patient underwent a revision procedure in which the lead extension was replaced. The impedances were checked during the operation, and it was discovered that there were no abnormalities with the non-boston scientific leads or extensions. The physician replaced the boston scientific adaptor, and after doing so, the impedance returned to normal. No additional adverse patient effects were reported. The physician assessed the event could possibly be due to the medical adhesive applied on the insertion port of the m8 lead adapter during the implant procedure; the adhesive may have either peeled away or had been applied too thinly thus leading to fluid entering.

Manufacturer narrative:
X-ray inspection of the returned m8 adaptor revealed contacts 1 and 2 were fractured after the weld in the distal connector stack. This type of damage occurs when excessive tensile force is exerted onto the lead adaptor body and connector section of the lead adapter. Bending the distal end could also cause cable fractures in the connector section of the lead adaptor. The broken cables are still contained inside the connector.

Event description:
It was reported that the patient, who was implanted with a non-boston scientific lead and boston scientific deep brain stimulator lead adaptor had abnormal impedance measurements. It was assessed that the abnormality was in the non-boston scientific lead extension, and therefore the patient underwent a revision procedure in which the lead extension was replaced. The impedances were checked during the operation, and it was discovered that there were no abnormalities with the non-boston scientific leads or extensions. The physician replaced the boston scientific adaptor, and after doing so, the impedance returned to normal. No additional adverse patient effects were reported. The physician assessed the event could possibly be due to the medical adhesive applied on the insertion port of the m8 lead adapter during the implant procedure; the adhesive may have either peeled away or had been applied too thinly thus leading to fluid entering.